Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2016 with the following findings: during investigation, the keypad cover was found to be intact; the ok and contrast keypad buttons were unresponsive during testing; the pump was unable to navigate passed the verify screen. The keypad cover was removed and there was contamination found under all of the buttons contacts. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment and the display was dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button was punctured. The audio bolus button was not able to be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.